Event description:
It was reported that the customer received a low reservoir alarm. It was stated that the customer just changed the reservoir and infusion set two days prior. Customer stated she should be changing it the next day. Status screen shows 0.3 insulin units left in reservoir. Customer was advised that the reservoir will need to be changed out because of the units left and would not have enough for the evening. It was explained that if the customer is not changed out that she would need to revert to a back up plan per doctor's instructions. It was stated that the customer will change the reservoir until the next day. Customer was advised to monitor her blood glucose until then and contact her doctor for assistance on filling the reservoir with additional insulin. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.